Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown) the device was unable to capture the patient's heart rhythm. Complainant indicated that they were able to obtain another device to continue pacing the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.